Event description:
It was reported that the field representative called for review of device data for this patient with a pacemaker. Technical services reviewed the stored atrial tachy response (atr) episodes and found farfield oversensing in which there was inappropriate mode switching at times. Additionally, there were stored pacemaker mediated tachycardia (pmt) episodes in which the algorithm successfully broke in one and the other pmt episodes was not true pmt. Farfield oversensing has been a factor in maintaining synchrony since implant. Technical services recommended adjusting the sensitivity. At this time, the device remains in service. No adverse patient effects were reported.